Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 26 position on (B)(6) 2017. Four months and half later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Implant fails to osseointegrate.